Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a bradycardia episode was detected due to undersensing of the r-waves. The implantable cardiac monitor (icm) re mains in use. No patient complications have been reported as a result of this event.